Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) revised. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.